Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section g2: corrected. Section g3: the initial report was submitted with aware date 06may2024; however, the correct aware date is 09may2024. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (04may2024 ¿ 06may2024 per timestamp). The bus voltage on the white power cable was shown to have been disconnected from power while the controller was connected to the mpu on 05may2024 from 20:23:45 ¿ 20:23:50. The disconnected of power resulted in no external power alarms to activate from 20:23:45 ¿ 20:23:46. The no external power alarms cleared on their own. The bus voltage was able to be restored at 20:23:50. The backup battery was able to provide power to the system during the events. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 09may2024 stated that the cause of the alarm was due to a power outage and loose connection. No products were exchanged or returning. Additional information provided on 09may2024 stated that the controller was connected to the mpu at the time of the alarms. Additional information provided on 09may2024 stated that the mpu has a v-lock connector. The power cord came loose from the outlet and that there is nothing wrong with the mpu. The root cause of the reported event was conclusively determined to be caused by the power cord coming loose from the outlet. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The event log files captured a no external power event on (B)(6) 2024 at 8:23 pm. The alarms were caused by a power outage and a loose connection. The alarms occurred when the patient was connected to the mobile power unit (mpu). It was noted that the mobile power unit had a v-lock connector on the ac power cord. The ac power cord remained connected at the back of the unit but came loose at the wall outlet. There was no issue with the mpu so it was not exchanged. The alarms resolved when power resumed and the connection was secured. No equipment was exchanged.